Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 244 mg/dl. The bg level was addressed with a bolus via the pump. During troubleshooting with tandem's technical support, air bubbles were seen in the tubing. The customer primed the tubing to remove the air.